Manufacturer narrative:
MDR 1219913-2024-00386 was initially submitted on 16-aug-2024. Update, august 2024: siemens has concluded the investigation. A customer from the united states reported observation of divergent advia centaur total hcg (thcg) results for one patient when running atellica im thcg. In repeated testing, this patient's sample produced variable results. No instrument errors occurred during this timeframe, and a siemens service engineer performed a full system check and verified normal instrument operation. Quality control (qc) results have been within expected ranges, and no issues were noted for any other patient samples. No systemic issues have been observed for thcg. The customer believes the original sample may have contained a small clot during the initial testing, or possibly became contaminated after the initial test. The lab has notified the physician's office with a recommendation that the patient be re-drawn for confirmation. The identified issue appears to be isolated to this one patient sample. Based on the available information, a specific cause for the discordance cannot be identified. It is noted that pre-analytical variables can affect sample quality, and deviation from recommended best practices with respect to sample handling can lead to erroneous results. The customer is operational, and the reported issue is resolved by routine troubleshooting. There is no evidence of a reagent or instrument problem. Notes: 1) correction: in section g2, "foreign" had erroneously been selected in the initial report. 2) additional information: in section h6, codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of divergent advia centaur total hcg (thcg) results for one patient in repeat testing. There were no instrument errors observed, and quality control (qc) result have been within expected ranges. No issues were noted for any other patient samples. Siemens is investigating.

Event description:
The customer reports observation of divergent advia centaur total hcg (thcg) results for one patient when running thcg lot 355. An initial thcg result above reference range for non-pregnant females was obtained for a 31-year-old female patient (no details provided). The test was repeated using the same sample according to local protocol, and the second test produced a result below assay measuring interval (<4.0 miu/ml). Due to the observed difference between results, a third test was run, and another result below measuring interval was obtained. A ¿negative¿ result was reported for the patient. A week later, while validating a new thcg kit lot, the affected sample was re-tested following refrigerated storage as part of the evaluation. This sample, when tested with new thcg lot 357, produced a much higher result (above reference range for non-pregnant females). When the same sample was repeat-tested, the higher result was reproduced. The customer is uncertain which result to consider correct. There are no allegations of any adverse patient consequences in association with the observed result discordance.